Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Surgeon stated that the pacs connection on planning station is not working and the performance of planning station is suboptimal. The field service engineer stated that the planning station was inspected and it was found that the pacs issue was due to the hospital changing their pacs system and the issue was unrelated to the planning station. The issue about it being suboptimal is because the laptop freezes while using it.

Manufacturer narrative:
This analysis concluded that the problem was the change of pacs system at customer location but the investigation on the pc cannot be carried out further because it is no longer available. The pc considered as suboptimal has been replaced. Corrected data: - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes.

Event description:
Surgeon stated that the pacs connection on planning station is not working and the performance of planning station is suboptimal. The field service engineer stated that the planning station was inspected and it was found that the pacs issue was due to the hospital changing their pacs system and the issue was unrelated to the planning station. The issue about it being suboptimal is because the laptop freezes while using it.